Event description:
The patient reported that the pump is dispensing insulin during the load cartridge step.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen. A review of the pump history indicated that loss of cartridge detection had occurred, this was duplicated during eval.